Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer was able to resume insulin therapy, however, a replacement pump was sent to the customer to resolve the issue.